Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure device in right fallopian tube') in a female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, hypothyroidism, pap smear abnormal, gestational diabetes, vaginal delivery, dizziness, von willebrand's disease, menstrual cramp, dyspareunia, d & c and ovarian cyst. Sonographic evaluation performed and reveals a fetal demise at 12 weeks and 4 days. No cardiac activity. No fetal movement. No vascular movement. The patient's infant also has edema in the scalp consistent with changes. The cord could be visualized, but had no obvious lesion. Fetal demise before 20 weeks with retention of dead fetus. Concurrent conditions included allergic rhinitis, vertigo, headache, calculus of kidney, kidney stone, intra-abdominal bleeding and cramp in lower abdomen. Concomitant products included azithromycin, benzonatate, cetirizine hydrochloride (zyrtec allergy), clindamycin, codeine phosphate; guaifenesin (cheratussin ac), cyanocobalamin, erythromycin (errin), ethinylestradiol;norethisterone acetate (loestrin), fluticasone, ibuprofen, levocetirizine, levothyroxine, lorazepam, meclozine (meclizine), methylprednisolone acetate (depo-medrol), misoprostol (cytotec), mometasone furoate (nasonex), ondansetron, prednisone, salbutamol sulfate (proair hfa) and triamcinolone acetonide (kenalog). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("fetal demise/missed abortion at 14.1 wks/ fetal demise before 20 weeks with retention of dead fetus"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), muscle spasms ("severe cramping"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy. Hysteroscopy. Essure removal, left ovarian cyst drainage). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, muscle spasms, fatigue and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, device dislocation, fatigue, genital haemorrhage, muscle spasms, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2015, (B)(6) 2018. The patient states that she experienced complications(miscarriage) of her unintended pregnancy or delivery and she underwent d&c because of the complication. The number of expanded coils that appeared trailing into the uterine cavity was 3 and 1 respectively. The first essure coil was removed and appeared to still be in the casing and not fully deployed. Patient experienced 2 pregnancies after essure placement first pregnancy with outcome spontaneous abortion is captured in this case and second pregnancy with outcome vaginal delivery is captured in case (B)(4). Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : fatigue. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: no essure device in right fallopian tube. Batch no c51081 production date 2014-04-28 expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure device in right fallopian tube') in a female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, hypothyroidism, pap smear abnormal, gestational diabetes, vaginal delivery, dizziness, von willebrand's disease, menstrual cramp, dyspareunia, d & c and ovarian cyst. Sonographic evaluation performed and reveals a fetal demise at (B)(4). No cardiac activity. No fetal movement. No vascular movement. The patient's infant also has edema in the scalp consistent with changes. The cord could be visualized, but had no obvious lesion. Fetal demise before 20 weeks with retention of dead fetus. Concurrent conditions included allergic rhinitis, vertigo, headache, calculus of kidney, kidney stone, intra-abdominal bleeding and cramp in lower abdomen. Concomitant products included azithromycin, benzonatate, cetirizine hydrochloride (zyrtec allergy), clindamycin, codeine phosphate;guaifenesin (cheratussin ac), cyanocobalamin, erythromycin (errin), ethinylestradiol;norethisterone acetate (loestrin), fluticasone, ibuprofen, levocetirizine, levothyroxine, lorazepam, meclozine (meclizine), methylprednisolone acetate (depo-medrol), misoprostol (cytotec), mometasone furoate (nasonex), ondansetron, prednisone, salbutamol sulfate (proair hfa) and triamcinolone acetonide (kenalog). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("fetal demise/missed abortion at (B)(4)/ fetal demise before 20 weeks with retention of dead fetus"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), muscle spasms ("severe cramping"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy. Hysteroscopy. Essure removal, left ovarian cyst drainage). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, muscle spasms, fatigue and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, device dislocation, fatigue, genital haemorrhage, muscle spasms, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2015, (B)(6) 2018. The patient states that she experienced complications(miscarriage) of her unintended pregnancy or delivery and she underwent d&c because of the complication. The number of expanded coils that appeared trailing into the uterine cavity was 3 and 1 respectively. The first essure coil was removed and appeared to still be in the casing and not fully deployed. Patient experienced 2 pregnancies after essure placement first pregnancy with outcome spontaneous abortion is captured in this case and second pregnancy with outcome vaginal delivery is captured in case (B)(4). Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : fatigue. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: no essure device in right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information, patient medical history, event: no essure device in right fallopian tube, product removal details, rcc added. Case become serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.